Event description:
Additional information received reported that the pump ¿malfunctioned.¿ as reported previously, the patient had increase in pain. The doctor could not figure out the issue, and he ¿just kept upping the dosage.¿ after pump and catheter replacement, the patient was able to function.

Event description:
Additional information: it was reported that the catheter was kinked or crimped. It was reported that the patient had good pain relief since implant in 2007 until 2010. The patient had pain for the past 2 years that gradually ¿got worse.¿ the healthcare provider found a catheter issue in 2012. The patient was currently receiving good relief from therapy.

Event description:
It was reported that the patient had emergency surgery to explant the entire system. It was stated for at least the past year that the patient had been in pain and "going out of her mind." It was noted that the physicians put metal rods in her back and the "mesh under the pump was growing with her fat." The patient's last refill was about 3-3.5 months ago. It was indicated that the pump was not delivering medication. Per physician the medicine was not going through the pump, so the patient was sent to the emergency room (ER). The patient was hospitalized and the pump and catheter was replaced. It was indicated that the pump was near end of life (eol). The cause of the event was noted as "likely due to a catheter disruption." It was confirmed via catheter dye study on (B)(6) 2012 that they were unable to aspirate from the side port. The patient also experienced a loss of effect. Post-operatively, the patient was hospitalized for 23 hours to assure no delayed respiratory depression associated with an unknown amount of pump flow actually being exposed to the patient prior to explant. The patient outcome was reported as no injury. The drugs delivered via pump were, clonidine, morphine, and bupivacaine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final analysis of the pump found no anomalies. Final analysis of the distal segment of the catheter found no significant anomalies. Final analysis of the proximal segment of the catheter found indications of an occlusion. The technician checked the catheter for patency while attached to the pump and it failed. After disconnecting the catheter from the pump, the technician was able to get patency. During analysis, the technician noticed a well-defined indent in the cup of the sc connector. The appearance of the indent indicated the catheter may have been occluded.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2012, product type catheter; product ID 8590-1, lot# n117833, implanted: (B)(6) 2007, explanted: (B)(6) 2012, product type accessory; product ID 8578, lot# n072621, implanted: (B)(6) 2007, explanted: (B)(6) 2012, product type accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion code for (B)(4) catheter updated to (B)(4). If information is provided in the future, a supplemental report will be issued.